Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. The customer has not alleged a malfunction of the iabp, and the iabp remains in clinical use.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy, the intra-aortic balloon (iab) was used for off-CABG surgery with a cardiac failure patient. Initially, when trying to insert 0.035gw from the right groin, it could not advance through. The surgeon inserted the guidewire from the left groin instead and used competitor¿s sheath (terumo sheath). The iab was still difficult to advance through the sheath and "iab optical sensor failure" alarm was generated. It appears that the kink occurred during iab insertion resistance and the iab optical sensor was damaged as a result. The customer replaced the iab and used getinge sheath to continue therapy. It was noted that the insertion was performed without x-ray, and there was moderate tortuosity and calcification noted in patient's vessel. This is a patient injury as the patient was given an additional incision to insert the iab catheter. There was no reported malfunction of the iabp. A separate report will be submitted on the involved iab..